Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2425 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6), dr. Found that the puncture was difficult during the process of placing the hemodialysis tube for the patient. After careful inspection, it was found that there was leakage at the needle plug of the 20cm (straight tube) temporary hemodialysis catheter. There are cracks in the joints, the airtightness is not good, the negative pressure puncture cannot be maintained, and it cannot be used. After replacement, it is normal.